Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: a review of the pump¿s black box revealed several pump reboots however the data from the date of the complaint had been over written due to patient continued use. The pump powered on correctly with no power interruptions duplicated. Unrelated to the original complaint, there was moisture damage observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no further moisture, or internal conditions found. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.